Manufacturer narrative:
(B)(6). (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user found a kink in the purple safety sheath near the handle of a ncircle tipless stone extractor and it affected open and close function of the basket. Another extractor was used instead to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, and specifications. One device was returned for investigation. A visual examination noted the device was returned with the handle severed. The handle was in the open position, but was separated from the basket assembly. The collet knob is tight and secure. The male luer lock adapter (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. The basket sheath/coil assembly separated 4 mm from the mlla. There is approximately 1.5 cm of the wire protruding from the severed support sheath. The support sheath from the mlla measures 3 mm and the remaining support sheath measures 3.5 cm in length. The remaining support sheath is still attached to the basket sheath. There is 5.5 cm of coil that protrudes from the proximal end of the support sheath. A kink is noted in the basket sheath 89 cm from the distal tip. An attempt was made to remove the coil assembly, but the coil assembly could not be removed due to the coil unraveling. The investigator was unable to verify the presence of the basket formation. A review of the device history record found no non-conformances associated with reported failure. A complaint history search revealed this is the only complaint associated with lot number 8404108x. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not function due to sheath damage. The support tube near the handle was severed, with the sheath and majority of the basket subassembly separated from the handle of the device. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported that the user found a kink in the purple safety sheath near the handle of a ncircle tipless stone extractor and it affected open and close function of the basket. Another extractor was used instead to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.